Event description:
It was reported that, "the patient had a triathlon ts knee system implanted on (B)(6), 2008." It was further reported that, "as a result the patient began experiencing difficulties. The patient has incurred medical expenses, lost wages..etc."

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time. The device is not available due to the ongoing litigation. Should device or additional information become available, the evaluation summary will be submitted in a supplemental report.